Manufacturer narrative:
Sample available to manufacturer for investigation, but has not been received yet. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: the staples jammed during use. No pt injury reported.